Event description:
Per the clinic, the patient experienced poor performance with the device (specific date not reported). Reprogramming attempts were made; however, the issue could not be resolved. The device was explanted (B)(6) 2023, and the patient was reimplanted with another cochlear device during the same surgery.

Manufacturer narrative:
This report is submitted on march 08, 2023.